Manufacturer narrative:
Device evaluation of the axium prime device was completed. A portion of the axium prime pushwire was returned with the implant coil not attached. The implant coil appeared in good condition and the pushwire was found bent at the proximal end. The tack weld replacement (twr) crimps were found to be intact. Additionally, the release wire was found still attached and extending out from the distal end of the axium prime pushwire segment. The distal segment of the axium prime pushwire containing the break indicator was not returned for evaluation: therefore, any contributing factors from this segment of the pushwire could not be assessed. It is likely that the break in the pushwire with the release wire pulled back led to the detachment of the implant coil; however, the cause for the broken pushwire and pulled out release wire could not be determined. All coils are 100% inspected for damages and irregularities during manufacture.

Event description:
Echelon 10-45 catheter was used.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during the coiling treatment of right posterior communicating artery aneurysm, this coil prematurely detached in microcatheter hub during delivery. It was reported that the coil was caught in the catheter hub. No patient complications were reported.